Event description:
It was reported that catheter entanglement on guidewire occurred. The 90% stenosed target lesion was located in the severely calcified ostial-proximal circumflex artery. An opticross 6 imaging catheter was selected for use to view the target lesion. During percutaneous transluminal coronary intervention (ptci), the catheter was prepped and loaded without difficulty. The initial run of the circumflex artery was performed successfully. When the first run was completed and excellent images were obtained, the catheter was being removed by the physician. However upon withdrawal, the non-bsc guidewire became entangled at the distal end of the opticross 6 imaging catheter. A new non-bsc guidewire was then inserted and intervention was performed. Another imaging catheter was used without difficulty to examine the vessel post-intervention and the procedure was completed. No patient complications were reported.

Event description:
It was reported that catheter entanglement on guidewire occurred. The 90% stenosed target lesion was located in the severely calcified ostial-proximal circumflex artery. An opticross 6 imaging catheter was selected for use to view the target lesion. During percutaneous transluminal coronary intervention (ptci), the catheter was prepped and loaded without difficulty. The initial run of the circumflex artery was performed successfully. When the first run was completed and excellent images were obtained, the catheter was being removed by the physician. However upon withdrawal, the non-bsc guidewire became entangled at the distal end of the opticross 6 imaging catheter. A new non-bsc guidewire was then inserted and intervention was performed. Another imaging catheter was used without difficulty to examine the vessel post-intervention and the procedure was completed. No patient complications were reported. Device evaluated by MFR.: the device was returned for analysis. Device analysis revealed a damage on the guidewire exit hole port assembly. The telescope assembly was able to properly pull back, advance and retract. A test guidewire was inserted and no indication of resistance in tracking the guidewire into the catheter was noted.